Event description:
It was reported that the bd pca set had foreign matter in the fluid pathway. The following information was provided by the initial reporter: upon inspection, we noticed 1ca that had 2 separate packs with stuff on the inside of the syringes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that they noticed 1ca that had 2 separate packs with stuff on the inside of the syringes two photos of product 8881135609 were submitted for quality evaluation. Investigation of the photos indicate 2 pieces of foreign matter inside the barrel of the syringes. The customer complaint of foreign matter is confirmed. A root cause for the issue could not be determined because a physical sample was not provided. The supplier group has been informed of the issue and further instances will be recorded and corrective actions will be taken if deemed necessary. A device history record review for model 8881135609 lot number 2429606364 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.